Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s current blood glucose level was 100 mg/dl at the time of the incident. The customer reports the buttons are not responding. The customer observes the time clock advance. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.